Event description:
The pt was revised to address spain, swelling, and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - revision left hip due to pain , swelling, metallosis and appearance xray changes. Corail stem, asr cup and xl head removed replaced with pinnacle cup and 32mm liner with srom stem 32mm ceramic head. Update 2 july 2014. Claimsuite received - added femoral head loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).